Event description:
The pt reported experiencing elevated blood glucose (values not provided) for the past 2 months. She stated elevated blood glucose always occurs when the insulin cartridge is half full. She lowers her blood glucose by changing the insulin cartridge and all other accessories and bolusing through the infusion device. If she does not change the accessories her blood glucose remains elevated and after several hours e4 (occlusion) error is displayed. The pt's normal blood glucose level is 7 mmol/l (126 mg/dl). She believes the infusion device delivers too little insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.